Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that on (B)(6) 2024 ten infusion set fell off during use. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 4 of 10.